Event description:
Procedure performed: lap chole. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Surgeon assumed there was a clip loaded in the jaw as usual and placed the jaw on the to be clipped structure. After pulling the handle completely it turned out there was no clip loaded in the jaw. Device was checked and clips would not load into the jaw upon pulling the handle. Device was kept aside for investigation. A 2nd device was opened. This one did not load clips well, they did not end up at the end of the slot within the jaw. This device was kept apart for investigation as well. Two different lot numbers but unknown which one was the first and which the 2nd used - 2 cer's. Surgeon decided to use [name redacted] to complete the case. Patient status: no clinical impact to the patient. Intervention: surgeon decided to use [competitor device] to complete the case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Based on similar incidents, manufacturing and quality control corrections have been implemented under corrective and preventive action referenced (B)(4). The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction to section g3: updated receival date.

Event description:
Procedure performed: lap chole. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Surgeon assumed there was a clip loaded in the jaw as usual and placed the jaw on the to be clipped structure. After pulling the handle completely it turned out there was no clip loaded in the jaw. Device was checked and clips would not load into the jaw upon pulling the handle. Device was kept aside for investigation. A 2nd device was opened. This one did not load clips well, they did not end up at the end of the slot within the jaw. This device was kept apart for investigation as well. Two different lot numbers but unknown which one was the first and which the 2nd used - 2 cer's. Surgeon decided to use [name redacted] to complete the case. Patient status: no clinical impact to the patient. Intervention: surgeon decided to use [competitor device] to complete the case.